Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was returned broken in three pieces. The first piece measured approximately 21.8 cm from the top of the connector to the break. The second measured approximately 142.3 cm from the break to the break and kinks were noted. The third piece measured approximately 149.6 cm from the break and included the entire distal tip and has kinks. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber used in a cystoscopy stone extraction procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis p120 laser console. According to the complainant, during the procedure, the laser fiber snapped while in use. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.